Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 cfu of streptococcus salivarius. The device was retested, and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The forceps elevator channel of the colonovideoscope tested positive for 17 colony forming units (cfus) of providencia stuartii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional information: d8, d9, h3, h6. Correction: b3 field. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture teste, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 1cfu. Bacterial identification: streptococcus salivarius. Sampling from: a/w-ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user did not isolate the scope after sampling and the scope was subsequently used on patients. Also, the user¿s understanding on device handling differed from olympus recommendations. However, a conclusive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.